Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2008; 5071-53 x2 lead, implanted: (B)(6) 2013.

Event description:
It was reported that there was a toned lead integrity alert (lia) on the right ventricular (rv) lead for high rate non-sustained episodes and sensing integrity counter (sic). The lead was found to be oversensing noise. The lead was suspect of a fracture. The lead detection and therapy was programmed off until the lead could be revised. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.